Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: the patient remains on lvad support. A correlation between the device and the reported sepsis and embolic cerebrovascular accident could not be determined. The submitted log file captured no atypical alarms and the pump speed remained above the low speed limit for the duration of the log file. The system appeared to be operating as intended. The instructions for use lists sepsis and stroke as possible adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted on (B)(6) 2014 with suspected sepsis, embolic cerebrovascular accident (cva) and embolizing to other organs. The vad coordinator reviewed the log file history and was concerned with a downward trend in power. No alarms were noted. The MFR reviewed the data log history and noted that the pump appeared to be having difficulty maintaining the set speed when compared to log file entries from (B)(6) 2014. A drop in the pulsatility index (pi) average was noted. The pump power remained constant. No further info is available at this time.